Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient has experienced difficulty with the artificial urinary sphincter (aus) not closing completely since implant. The physician has recommended surgical intervention to explant and replace the aus. There were no patient complications reported.